Event description:
Clear care contact solution, contains 3% hydrogen peroxide in its solution. Last wednesday night, I needed new contact solution, so I opened up a bottle of clear care. I used as directed with the little contact case and the minimum 6 hour cleaning period. My contacts came out around 1:30am, and thursday morning I put my contact in around 11am, my right eye shut on me and started burning immediately. I tried flushing it out with water and saline solution. I called up the co's hotline, and they are more than aware of the issue. I then emailed the co, and I was told they receive numerous complaints about their product burning the eyes. They then told me that it's because consumers are not using their product correctly. It's to my knowledge that they are the only co to use hydrogen peroxide in an eye care solution. Dates of use: in 2007 for two days. Diagnosis or reason for use: contact cleaning solution.